Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reported by the customer that syringe tray, 50 ml luer lock tip (ref. (B)(4) ) has unknown substance on the syringe and connector. Verbatim: rcc received a complaint via email. Dmr # (B)(4). Po #: (B)(4). Defect material description: syringe tray, 50ml bd 20pk (ref. (B)(4). Defective quantity: 1 defect description: syringe tray, 50 ml luer lock tip (ref. (B)(4) has unknown. Substance on the syringe and connector. Observed date: (B)(6) 2024. Observed during which process stage: compounding ir/ dmi number if launched: ir-11342. Sample availability for supplier to investigate: no. Is defective evidence (i.e. Pictures; test results etc.) Available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No. Is there a trend observed? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. One photo was of a non-bd product and the other showed a bd syringe. The photo of the syringe was reviewed, and foreign matter was observed. The supplied ftir report was reviewed, and it showed a 89% match with plaxolene50. Plaxolene50 is not used in our manufacturing process. With the ftir results and no sample returned for us to review, bd cannot confirm the cause of the failure. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.